Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator changeout procedure. An insulation breach was observed at the proximal portion of the right ventricular (rv) lead during the procedure. Threshold, sensing and impedance were satisfactory. Attempts to gain access for a new lead were made but the patient's vein was occluded. The physician opted to patch the lead with medical adhesive. Lead measurements remained stable. The lead remained implanted. The patient was stable.